Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a registered nurse filled a cassette in the medicine room with medication and, after filling with the medications and about to add the nacl 0.9%, they noticed that the bottom of the cassette was full of liquid. Per reporter, the nurse noticed that there was a hole in the upper edge of the seam of the bag inside the cassette. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the top edge of the seam of the cassette bag by the inlet, where leakage was observed.the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. However, the investigation determined that the most likely cause of this condition was an error during the manufacturing process. Complaint information will continue to be monitored.